Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: australasian medical & scientific ltd (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box and alarm history showed multiple call service alarms ¿cs060¿. Unrelated to the original complaint, the battery compartment was cracked with moisture observed inside and on the battery cap. The pump failed the leak test due to the battery compartment leak. The pump was able to run for 24hr duration test with no ¿cs060¿ alarm or any other errors, alarms or warnings occurring. The call service issue complaint could not be duplicated. The pump¿s cover was removed and further moisture was observed internally.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.